Event description:
It was reported that a percuflex plus ureteral stent was to be used in a transurethral ureteroscopic laser lithotripsy of left renal pelvis procedure. During unpacking, it was found that the tip of the stent was kinked and damaged. The procedure was not completed due to this event and there were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown. Additional information was received on october 28, 2025, clarified that the procedure was not cancelled and was completed with another of the same device.

Manufacturer narrative:
Block b5 and h6 has been updated based on the additional information provided on october 28, 2025. Additional information was received from the complainant, clarified that the procedure was not cancelled and was completed with another of the same device. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of cancelled/rescheduled procedure.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a transurethral ureteroscopic laser lithotripsy of left renal pelvis procedure. During unpacking, it was found that the tip of the stent was kinked and damaged. The procedure was not completed due to this event and there were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.